Event description:
The reported stated the surgeon implanted a micl 12.1 mm implantable collamer lens. The lens was inserted upside down into the pt's right eye. The lens was removed whole with forceps during the same procedure. The incision was not enlarged. A backup lens, same model and size was implanted. One suture was used to close the wound. Cause of this incident was due to technical error. The lens was loaded incorrectly, it was loaded upside down.

Manufacturer narrative:
(B)(4) results - a visual inspection of the return product found pieces of plate haptics are torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to technical error. (B)(4).